Event description:
The manufacturer was notified by the vad coordinator that a black collet nut (instead of a white nut) had been accidentally placed on the outflow portion of the left ventricular assist device (lvad) during implantation. The patient was in the ICU and the coordinator was inquiring about different options available for this patient including the difference in diameter of the black and white collet nuts. The pump was functioning normally. The manufacturer clinical representative expressed concerns that once ambulatory there could be disconnection at the site. After much discussion it was determined that the patient should return to the or for change-out of the black collet nut to the appropriate white collet nut.